Manufacturer narrative:
The product was returned for analysis. Both haptics were bent-gusset and distal area due to the position of the lens in the case. The optic was torn/split (possibly cut) into two pieces. Due to optic damage lens bench, testing could not be conducted. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/25/2008 by mail and fax. A completed questionnaire was received from the surgeon.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient had two diopters of cylinder. The lens was exchanged. In a follow-up, the surgeon reports the outcome of event as "excellent".